Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was volunteering at the hospital and had unexplained low blood glucose. Customer stated that he passed out on the floor and was taken to the emergency room and was hospitalized. The blood glucose meter reads low. Customer stated that his infusion set cannula was bent. Customer also stated that he was working and not eating enough. Nothing further was reported.